Event description:
It was reported that the coil was stuck. The target lesion was located in the splenic artery. A 22mm x 60cm f-idc 2d interlock coil was selected for use. During the procedure, the coil was not positioned satisfactorily when released. The device was retracted and reposition, however, half of the coil got stuck in the microcatheter and could not be retracted, and then the physician tried several times but still could not be retracted. The saline was flushed and other methods were performed but still could be resolved. The coil was stretched inside the patient's body and the physician referred the patient for open procedure. There were no patient complications reported. It was further reported that the microcatheter used was stc18 and a splenic artery resection was performed to remove the coil. The patient status was stable.

Event description:
It was reported that the coil was stuck. The target lesion was located in the splenic artery. A 22mm x 60cm f-idc 2d interlock coil was selected for use. During the procedure, the coil was not positioned satisfactorily when released. The device was retracted and reposition, however, half of the coil got stuck in the microcatheter and could not be retracted, and then the physician tried several times but still could not be retracted. The saline was flushed and other methods were performed but still could be resolved. The coil was stretched inside the patient's body and the physician referred the patient for open procedure. There were no patient complications reported.

Event description:
It was reported that the coil was stuck. The target lesion was located in the splenic artery. A 22mm x 60cm f-idc 2d interlock coil was selected for use. During the procedure, the coil was not positioned satisfactorily when released. The device was retracted and reposition, however, half of the coil got stuck in the microcatheter and could not be retracted, and then the physician tried several times but still could not be retracted. The saline was flushed and other methods were performed but still could be resolved. The coil was stretched inside the patient's body and the physician referred the patient for open procedure. There were no patient complications reported. It was further reported that the microcatheter used was stc18 and a splenic artery resection was performed to remove the coil. The patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: upon receipt, it was noted that only the main coil was returned for analysis. Visual inspection revealed that the main coil was stretched, bent and detached at the zap tip section and at the coil arm section. No more damages were observed. Microscopic inspection confirmed that the main coil was stretched, bent, and detached at the zap tip section and at the coil arm section. No further inspection could be performed because only the main coil was returned. The clinical observations were confirmed due to the condition of the device.